Event description:
It was reported that surgeon performed a revision surgery. Patient complained of pain and his co ion levels were elevated to 16, removing a 44+4mm metal head and poly liner and replaced with a 36 eccentric liner and 36mm universal biolox head with a +4 sleeve.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 24-aug-2010. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon performed a revision surgery. Patient complained of pain and his co ion levels were elevated to 16, removing a 44+4mm metal head and poly liner and replaced with a 36 eccentric liner and 36mm universal biolox head with a +4 sleeve.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat. No.: 623-00-44f, trident 0 deg insert 44mm, lot code: mjkkvt. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Patient did not release product.